Event description:
It was reported that the customer had a blood glucose level of 93 mg/dl and a sensor glucose level of 57 mg/dl which caused her insulin pump to go into threshold suspend improperly. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).